Event description:
It was reported the lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead. A fracture was suspected. The rv lead detections were turned off and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant. Ddbb1d1 ICD 2014-(B)(6). (B)(4).